Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left anterior descending artery. A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilation. However, on the initial inflation, the balloon burst. The procedure was completed with a different device. No patient complications were reported, and the patient remained stable post-procedure.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.